Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c glucose result generated by the alinity c processing module for a patient with acute kidney failure. The sample generated error 1039 (unable to calculate result. Absorbance exceeded optical limits). The lab tech then performed an automatic dilution which generated a result of 1,867 mg/dl. This result was released out of the lab and questioned by the physician as it was inconsistent with the results from the point-of-care device. The following data was provided: customer¿s reference range: 70 to 109 mg/dl. Sid (B)(6): on (B)(6)2025 @20:53 pm initial result = no result (exception error 1039), repeat #1 (undiluted) = no result (exception error 1039), repeat #2 (undiluted) = no result (exception error 1039), repeat #3 automatic dilution (1:5) result = 1,867 mg/dl, repeat #5 (undiluted) = no result (exception error 1039), repeat #6 (undiluted) = no result (exception error 1039), repeat #7 manual dilution = no result (exception error 1039). Glucose results before and after: on (B)(6) 2025 @16:40 pm result = 96 mg/dl, on (B)(6) 2025 @03:13 am result = 93 mg/dl. Glucose results from point-of-care: 97 mg/dl, 101 mg/dl, 100 mg/dl. The customer pulled the same sample and repeated it three times (undiluted and 1:5 dilution) obtaining no result due to exception error 1039. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as repeat testing obtained acceptable result. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c glucose reagent lot 66574uq06 was identified.

Event description:
The customer reported falsely elevated alinity c glucose result generated by the alinity c processing module for a patient with acute kidney failure. The sample generated error 1039 (unable to calculate result. Absorbance exceeded optical limits). The lab tech then performed an automatic dilution which generated a result of 1,867 mg/dl. This result was released out of the lab and questioned by the physician as it was inconsistent with the results from the point-of-care device. The following data was provided: customer¿s reference range: 70 to 109 mg/dl. Sid (B)(6): on (B)(6) 2025 @20:53 pm initial result = no result (exception error 1039), repeat #1 (undiluted) = no result (exception error 1039), repeat #2 (undiluted) = no result (exception error 1039), repeat #3 automatic dilution (1:5) result = 1,867 mg/dl, repeat #5 (undiluted) = no result (exception error 1039), repeat #6 (undiluted) = no result (exception error 1039), repeat #7 manual dilution = no result (exception error 1039). Glucose results before and after: on (B)(6) 2025 @16:40 pm result = 96 mg/dl, on (B)(6) 2025 @03:13 am result = 93 mg/dl. Glucose results from point-of-care: 97 mg/dl, 101 mg/dl, 100 mg/dl. The customer pulled the same sample and repeated it three times (undiluted and 1:5 dilution) obtaining no result due to exception error 1039. There was no impact to patient management reported.